Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The patient underwent right eye vitrectomy, ultrasound phacoemulsification, and intraocular lens implantation on (B)(6) 2018. At the time of cataract surgery the patient was known to have diabetic retinopathy, vitreous hemorrhage and cataract. The healthcare professional reports "two months after the operation, a refractive error of +7.00ds -0.50dc was noted in the right eye." The intended target diopter was 0.051. The post-operative uncorrected visual acuity was 0.08 and the best corrected visual acuity was (1.0) x +7.00ds -0.5dc 90. No dislocation/decentration of the iol was observed. Repeat biometry confirmed that correct lens power for the subject eye was +20.5d. The superflex aspheric 920h iol was explanted on (B)(6) 2018. The iol was exchanged for another superflex aspheric 920h iol. The healthcare professional confirms that post iol exchange the patient's refractive outcome is as intended. The healthcare professional has reported without providing us with the analytical results that the lens has been tested following explanation and that tests show that the power of the lens is +10.5d and not +20.5d as labelled. Rayner has requested the return of this lens. Our review of production records for the superflex aspheric 920h iol batch 036e81315 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (march 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 036e81315.

Event description:
On 16th march 2018, rayner intraocular lenses limited received notification from its korean distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states "two months after the operation, a refractive error of +7.00ds -0.50dc was noted in the right eye, and reoperation was planned under the dignosis of intraocular lens abnormalities".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that following implantation of a superflex aspheric 920h +20.5d iol the patient's visual outcome was not as intended. The superflex aspheric 920h iol was explanted on an unknown date. The healthcare facility has confirmed that following the explantation procedure, the patient underwent implantation of a new superflex aspheric 920h +20.5d iol. The healthcare professional has reported without providing us with the analytical results that the lens has been tested following explanation and that tests show that the power of the lens is +10.5d and not +20.5d as labeled. Rayner has requested the return of this lens. Our review of production records for the superflex aspheric 920h iol batch 036e81315 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (march 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 036e81315.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states "patient's visual check was done after the surgery and the result came out as +9.00d. Surgeon has immediately decided the lens removal and has completely removed the lens".

Event description:
On 16th march 2018, rayner intraocular lenses limited received notification from its korean distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states "two months after the operation, a refractive error of +7.00ds -0.50dc was noted in the right eye, and reoperation was planned under the dignosis of intraocular lens abnormalities".

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The patient underwent right eye vitrectomy, ultrasound phacoemulsification, and intraocular lens implantation on (B)(6) 2018. At the time of cataract surgery the patient was known to have diabetic retinopathy, vitreous hemorrhage and cataract. The healthcare professional reports "two months after the operation, a refractive error of +7.00ds -0.50dc was noted in the right eye. The intended target diopter was 0.051. The post-operative uncorrected visual acuity was 0.08 and the best corrected visual acuity was (1.0) x +7.00ds -0.5dc 90. No dislocation/decentration of the iol was observed. Repeat biometry confirmed that correct lens power for the subject eye was +20.5d". The superflex aspheric 920h iol was explanted on (B)(6) 2018. The iol was exchanged for another superflex aspheric 920h iol. The healthcare professional confirms that post iol exchange the patient's refractive outcome is as intended. The healthcare professional has reported (without providing us with the analytical results) that the lens had been tested at a local facility following explanation and that tests showed that the power of the lens was +10.5d and not +20.5d as labelled. An explanted superlex aspheric 920h iol was returned to rayner without identifying product packaging some months after the intiial notification of this case. Testing was carried out by rayner on 11th july 2018. Testing performed identified the lens power as +10.0d. Review of production records established that superflex models of +10.0d were going through production at the same time as the superflex aspheric 920h iol batch: 036e81315; however, we have not been able to establish where a cross over during manufacture may have taken place. Every lens is optically tested during manufacture and one lens for every 30 lenses in a batch is removed for qa batch testing at the final stage of manufacture, which includes optical testing. A potential lens swap therefore occurred after optical inspection although it is not possible to pinpoint where this cross over has occurred. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (march 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch: 036e81315.